Manufacturer narrative:
Physio-control evaluated the removed biphasic pcb assembly and determined that the cause of the observed issue was due to damage to the pcb around the jack connector j103. It is unknown how the damage was caused.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that during testing, their device would only charge defibrillation energy to about 10 or 15 joules before dropping the charge. The device was unable to complete a defibrillation charge to any level for delivery of defibrillation. Additionally, the device had logged multiple event codes during the reported issue. There was no patient use associated with the reported issue.